Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-13 below) as part of internal complaint handling activities. Patient age at time of event, date of birth, sex, and weight not reported. Date of event is unknown. The event is considered to be when the patient began to experience discomfort. Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # were not reported and are unknown at this time. Implant date was not reported and is unknown at this time. Concomitant medical products and therapy dates not reported. Device bla number is n/a to this report. Na was not entered within the field for bla number as this caused technical errors to occur in previous MDR submissions. Per item 5 above, device manufacture date could not be confirmed. Investigation (including evaluation summary): evaluation of similar complaints: the complaints log was reviewed to identify any similar events related to a tiger screw removal between august 2020 and august 2021. Ten (10) similar complaints were identified. Of these 10 identified complaints, the root causes were as follows: patient other (osteoporotic bone), surgical team other (industry standard), patient anatomy, no identified defect, and unknown (6). None of these related events were confirmed to contain parts from the same lot number(s) as the reported event as the lot numbers are unknown. Device history record (DHR) review: lot number(s) unknown. As limited information is available, the screw lot number potentials were unable to be identified. Thus, DHR review did not occur. Review of surgical technique: tiger cannulated screw system instructions for use, IFU 900-01-002 revision p, corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU so it is unknown if the doctor/ user followed the IFU. Visual and dimensional inspection: the parts were not returned, so no visual or dimensional inspection could be conducted. Simulated use testing: simulated use testing was not conducted for either returned device(s) nor with similar parts. As limited information is available and simulated use testing is unable to recreate "patient discomfort", simulated use testing was not performed. Investigation conclusion: the similar complaints identified did not provide further assistance in the evaluation of the root cause of the reported event. DHR review did not occur. Limited information was provided for surgical technique. Thus, it is unknown if the surgeon followed the IFU and/or if the patient was compliant. As the parts were not returned (and are not removed at this time), visual inspection and dimensional inspection could not be conducted. Simulated use testing was not conducted. The root cause remains unknown. Trilliant surgical will continue to monitor the complaint through the removal case activities.

Event description:
On (B)(6) 2021, a representative from facility 1, contacted trilliant surgical requesting driver information due to a removal case of multiple 200-24-014 (2.4mm x 14mm tiger cannulated screw) due to reported patient discomfort at facility 1. The reporter was provided with the driver information and he confirmed that they have the correct driver onsite to complete the removal. At this time this is all the information that is known. An email was sent to the reporter requesting further contact information and case information.